Manufacturer narrative:
Sections with additional information as of 07-apr-2026: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned - a vial of test strips was received, but as per initial report, customer had stated she could not see the lot number of the test strips. Scrapped returned strip due no lot number on the case. Most likely underlying root cause: mlc-134: user has low glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4) meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Customer stated she was not having any symptoms when she received lo. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Test strip lot number was not provided: customer stated she could not see the small letters, she did verify that it was true metrix test strips. Product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.